Event description:
The customer reported that the system displayed an x-ray disabled error message followed by the loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were reseated system fuses, connectors and power supplies. The system was then found to be operating as intended.